Manufacturer narrative:
Date rec'd by MFR: 14jul2019. The customer reported that replacing the power management board printed circuit board assembly (pm pcba) and the o-ring resolved the problem. The ventilator successfully passed performance testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/09//2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the ventilator failed the high pressure leak test. The customer also reported that the da pcb (data acquisition printed circuit board) had a torn o-ring. There was no user or patient involvement.